Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported conflicting results, 1 positive and 1 negative sofia2 sars results on 1 asymptomatic patient (off label use at the time). A pcr test was administered but confirmation was not available.